Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported the pt received more medication than intended. At an unspecified date and time, the device was programmed to deliver dilaudid 50mg/ml in the pain management continuous + bolus mode, at a rate of 40mg/ml, with a 30mg bolus dose, a 30 minute pt lockout, a two boluses/hour limit, and a container size of 100ml. After an unspecified length of time, it was noted the device displayed 80ml had been delivered, however; the solution container was empty. There were no reported adverse pt effects. The device was removed from clinical service. No medical interventions were required. Though requested, no add'l info was provided.